Event description:
During a coronary drug eluting stenting treatment procedure a shaft fracture occurred. The 70 - 80% stenosed lesion was located in the severely calcified, mildly tortuous proximal left anterior descending (lad) artery. The vessel was pre-dilated. The physician tried to inflate the balloon to deploy the taxus express2 3.0x32mm drug eluting stent. The balloon didn't fill and they assumed there was a hole in the balloon. The physician applied negative pressure with a syringe and aspirated blood, confirming that there was a defect in the system. Upon removal of the stent and delivery system, the shaft separated and broke in two as it was coming out of the hemostasis valve. The physician completed the procedure with another taxus stent. No patient injuries or complications occurred. Patient status is satisfactory.